Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was louder during rewind. Insulin pump rejected new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery, failed battery test, no delivery alarms or rewind loud noise anomaly due to unresponsive button. (B)(4).